Manufacturer narrative:
It was previously reported that this patient presented with restenosis two years after treatment with a cypher stent in the proximal lad. The pt was treated with 2 unknown cypher stents with good results. Additional information was received that the pt presented with silent ischemia revealed by bicycle stress test. Repeat angiography showed 90% in-stent restenosis of the previously treated proximal lad. An elective re-ptca was performed with a 3.5x12mm taxus at 18 atm with good results. This represents notification of two unknown products used to treat the patient and are also two of three products associated with this event that are reported under the following manufacturing report numbers 9610978-2005-01430 and 9616099-2006-01118. The clinical impression has been amended to reflect new or additional information. A male patient with a history of angina, diabetes, hypertension, hypercholesterolemia, smoking and bilateral glaucoma experienced recurrent restenosis post cypher stent implantations. Initially, the patient was admitted with stable angina and underwent an angiogram revealed lesions in his mid lad, proximal and proximal circumflex. This patient's history and aggressive cad put him at increased risk for mace. Pre-procedural medications included asa and ticlid; while intra procedural medications included aggrastat. The intra procedural administration of heparin and the performance or recording of acts was not reported. The characteristics of the mid lad lesion were not provided. The lesion was pre-dilated prior to the placement of two cypher stents; a 3.00 x 28mm and a 3.00 x 13mm; at/or below rated burst pressure. The proximal lad lesion was described as de novo and more than 50% occluded. The proximal lad lesion was not pre-dilated, prior to the placement of a 3.00 x 13mm at/or below rated burst pressure. The characteristics of the proximal circumflex lesion were not provided. The lesion was not pre-dilated prior to the placement of a 3.00 x 23mm cypher stent at/or below rated burst pressure. According to the IFU, the use of more than two cypher stents has not been clinically established. The patient was discharged from the hospital two days later on medications that included ticlid. Two years after the index procedure, the pt underwent a repeat angiogram that revealed restenosis in the previously implanted 3.00 x 13mm cypher stent in the proximal lad. This was treated with directional atherectomy and the placement of a cypher stent in the proximal lad and another in the proximal lad/lm. The patient's condition necessitated the insertion of an iabp. This event and associated product has been previously reported. Two and a half years after the index procedure, the pt developed silent ischemia and underwent a repeat angiogram that revealed an isr of the proximal lad stent and proximal lad/lm stent. This was treated with the placement of a non-cordis des. The product was not returned (or was not available) for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The products remain implanted in the patient and are thus not available for evaluation. Restenosis is a known potential adverse event following stent implantation. There are patient, vessel, procedural and possible pharmacological factors that may have contributed to these events.

Event description:
This product was used to treat in-stent restenosis of a cypher stent. Four months later, there was 90% in-stent restenosis.